Event description:
It was reported that the insulin pump had cracks near the reservoir window. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and bleeding on lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.